Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in clinic for routine follow-up. Noise was observed on the implantable cardioverter defibrillator. Review of the electrocardiograms showed non-sustained right ventricular oversensing due to myopotential oversensing. The patient noted that they were working in the workshop doing woodwork when the electrograms were recorded. No changes were made as the oversensing could not be reproduced. The patient would continue to be monitored.

Event description:
New information received states that an asymptomatic patient presented in clinic for routine follow-up. Review of the electrocardiograms indicated non-sustained right ventricular oversensing due to myopotential oversensing and it was reproduced when the patient coughed. Programming changes were made and the issue was resolved. The patient was in stable condition.